Event description:
It was reported while the asymptotic patient was in the clinic, device interrogation showed that the device had reached the elective replacement indicator four years ago and the end-of-short alert currently triggered. It is believed the radio frequency ablation procedure prior to the interrogation may have brought down the voltage in the device, thus temporarily causing the device to incorrectly trip elective replacement indicator. The estimated device longevity is still on its projected track. The elective replacement indicator and end-of-short flags were cleared with a device download. The patient was in stable condition and will be followed normally.